Manufacturer narrative:
Onsite and confirmed that ¿system was unable to start¿ . Upon investigation, fse confirmed that the issue was caused due to faulty flexvision pc. The philips engineer replaced flexvision pc and hard disk. The system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips the device failed to power on and stopped at "system starting 0:00". The device was not in clinical use. There was no harm reported. A philips field service engineer (fse) visited the site and confirmed the device would not start up. The fse determined the flex computer (flex pc) was faulty. After replacing the flex pc, the system was returned to use in good working order.